Event description:
Consumer called to complain that the device read "hi" on every test done. Troubleshooting by phone confirmed this and also showed that the calibration test could not be done. The device was replaced and the defective one returned for investigation.